Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Discarded by hospital.

Event description:
It was reported that the patient's femur was revised due to the lag screw impinging into the patient's acetabulum. The entire nail was removed and patient was revised to a tha.